Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-05. H6: investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo and the sample, a white deposit that looks like an epoxy adhesive was observed on the needle hub. The texture of the white deposit was hard, similar to that of the epoxy adhesive used in production. The sample was subjected to the cannula pull test and passed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, the white deposit in the needle hub looked like the epoxy adhesive, which is applied on the product to secure the cannula to the needle hub. The texture of the deposit was hard, similar to that of the epoxy adhesive. However, the epoxy color is clear for normal good parts, therefore, the white deposit is most likely not foreign matter, but discolored epoxy adhesive. The sample was subjected to and passed the cannula pull test which indicates that the epoxy adhesive was functioning well as intended, albeit the discoloration. As a white-colored epoxy adhesive is not used nor found in production, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: "I am contacting you belatedly regarding a material vigilance report that occurred on 04 december 2020 by the paediatric neurology department concerning an insyte-w 24g 19mm catheter (ref (B)(4) and lot 9324895): presence of a white deposit at the base of the needle which made the device unusable."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: "I am contacting you belatedly regarding a material vigilance report that occurred on (B)(6) 2020 by the paediatric neurology department concerning an insyte-w 24g 19mm catheter (ref 381312 and lot 9324895): presence of a white deposit at the base of the needle which made the device unusable"